Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the package and grasped the suture, the needle came off. There is no patient involvement.

Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of the same code-batch and regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 8 open samples with the needle detached from the thread, and the thread is still wound on the pack. Considering the units received were unused (the thread was still wound on the pack), we cannot consider this case as isolated, and we will close the complaint as confirmed. Moreover, there are previous confirmed complaints for the same issue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.